Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 00:33:21. During night drain cycle two, the patient's ultrafiltration reading was 1214ml, indicating the home patient (hp) drained 1214ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, inappropriate bypass of the caution: negative uf alarm. Homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass caution: negative uf alarm on pages 15-54 to 15-56. The warning on page 15-54 states " bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation..." The page continues with notes which state "do not bypass this alarm except on your dialysis center's advice" and "follow the next steps if you are sure it is safe to bypass a caution: negative uf alarm. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.